Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, concentration 12.5 mg/ml at a dose of 11.5 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the empty pump alarm was occurring. The pump was due to be empty the date of this report and the patient came in the date of this report. Every now and then the patient would let the pump go empty for about a day before they were able to get it filled. It was unknown when the previous empty pumps occurred. The hcp wanted to know what would happen to the pump if the pump were to go empty; technical services reviewed empty pump information. The hcp pulled back 0.2 ml the date of this report. The hcp would follow up with another hcp to review empty pump considerations. There were no reported symptoms. No further complications were reported.